Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: device history reviewed 13 april 2021. 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. All qc release specifications met. (B)(4) units released. Lot expiry date: 28 february 2018. E3 initial reporter occupation: lawyer.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Occupation: represents a non-healthcare professional.

Event description:
On (B)(6) 2017, the patient underwent a left knee revision due to pain, scarring, synovitis, and tibial tray loosening, subsidence, and malpositioning. The surgeon noted massive medial bone collapse due to varus alignment of the tibial tray. Two depuy cement products were used during the primary operation. Doi: (B)(6) 2016; dor: (B)(6) 2017; left knee.